Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leak. It was reported that during preparation of the clip delivery system (cds), a leak was noted coming from the lock lever. The tip of the lock lever appeared to be cracked therefore the device was not used. There was no clinically significant delay in the intended procedure and no patient involvement. No additional information was provided regarding this device issue.

Manufacturer narrative:
All available information was investigated and the reported leak was confirmed via returned device analysis. The reported cracked lock lever was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported leak appears to be due to the loosed lever cap. However, a cause for how the cap got loosed cannot be determined. The reported cracked appears to be the user perception when the user saw the leak coming out of the loose lever cap. There is no indication of a product issue with respect to manufacture, design or labeling.na